Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-12270. It was reported that during routine pacemaker change out procedure, it was noted that the right ventricular lead exhibited loss of capture. Both leads could not be disconnected from the device header due to both set screws being too tight. The leads were capped, and the device was explanted on (B)(6) 2019, and a new system was successfully implanted. Patient was discharged the following day without complications.